Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Before going transeptal, anesthesia confirmed they had given 15,000 units of heparin. A watchman fxd curve access system was inserted and upon crossing into the left atrium, it was noted that a clot was present on the access system. The doctor aspirated the clot and pulled back to the right atrium. There appeared to be no clot. Activated clotting time (act) was drawn and was around 150 seconds. An additional 10,000 units of heparin were given and they waited 10 minutes for another act which was around 135. The intravenous (IV) site was checked and was infiltrated. An additional amount of heparin was given in a different IV site. The act came back around 300 seconds. When proceeding with the procedure, there appeared to be multiple clots in the right atrium (ra). The procedure was stopped, and an additional physician came in, aspirated on the access system and pulled out the wire. A long string of clots was noted on the exam table and there appeared to be no more clots in the heart. The patient did not experience any complications. The procedure will be rescheduled. The suspected cause of the clots was infiltrated IV when giving heparin.